Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat bilateral lower back pain. On (B)(6) 2025 the patient contacted nalu product support to report connectivity issues between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting while the device was implanted was unable to resolve the issue. On (B)(6) 2025 a surgical procedure was performed to remove the ipg and place a new one.

Manufacturer narrative:
Testing of the returned device found no malfunction of the ipg. The symptoms reported while the ipg was implanted included a limited area of connectivity as well as inability to run programs above a specified amplitude. The symptoms reported are consistent with the ipg being beyond the recommended depth for optimal communication or having rotated slightly within the pocket, causing challenges in connecting to the therapy discs. No imaging was performed to confirm depth or position of the ipg prior to the revision, thus the conclusions are unable to be fully confirmed. No issues were reported with the system until approximately 7 months after implant, indicating that the ipg likely migrated slightly at some point after the implant. There are no reports of any activity or health issue that correlates with onset of the connectivity issues and the reason for ipg migration is unable to be determined with the information available.